Manufacturer narrative:
(B)(4). The epi-sense device was returned for evaluation and visually and functionally tested. The complaint was confirmed for torn / cut in tyvek. The device was scrapped from inventory.

Event description:
It was reported on (B)(6) 2021 by the facility that during inspection of inventory, a tear was found in the device packaging. This was a reported device malfunction with no patient involvement.